Manufacturer narrative:
The fractured portion of the delivery system will be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 .pending return.

Event description:
The patient was implanted with an afx2 bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). It was reported that when the afx2 delivery system was inserted in the patient, the device was rotated to release a twisted contralateral wire. As the twisted wire situation was not resolved the whole system was slowly rotated 1.5 turns in the opposite direction before being positioned in the thoracic aorta. It was also reported that after deploying the contralateral gate and while retrieving the delivery system, the delivery system tip was not moving downward and the physician suspected the tip had separated from the delivery system. The guide wire that was being utilized in the procedure was kept in the body, and a snare was inserted from the contralateral (right) side and advanced to the proximal portion of the descending aorta. The snare was used to pull the delivery system tip down to the thoracic aorta and the physician was then able to pull it out of the patient's body by hand. It was noted that there was no resistance felt and the tip was not stuck during deployment and retrieval. The remainder of the procedure was completed without further complications. The separated portion of the delivery system is available for return/evaluation.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was returned to endologix for evaluation. An evaluation of the device was completed. Endologix received an afx2 bifurcated stent graft delivery system, which was securely packaged in a sizable brown box. Upon initial inspection, it was observed that there were visible traces of blood and tissue residue on the devices. In order to ensure safety and cleanliness, appropriate decontamination procedures were promptly conducted. Subsequently, a comprehensive visual assessment was carried out, alongside a limited functional analysis. Notably, it was observed that the radiopaque tip was fractured, with an approximate length of four (4) inches. Unfortunately, the root cause of this reported incident could not be determined based on the physical evaluation alone. Furthermore, due to limited evaluation capabilities, endologix was unable to replicate the reported event but was able to confirm the reported event of "detachment of components". A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the detachment of the tapered tip of the delivery system with use of snare to remove delivery tip is confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported as the procedure was completed without further complications. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2 corrections: d9: date received has been updated h3: reason device not evaluated has been updated h3: reason device not evaluated - other has been updated h6: medical device problem codes: remove code 3190 h6: investigation finding codes: remove code 3233.